Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the inspection, cuts in the insulation were found which occurred most likely during surgery. Blood penetrated the lead in these areas. With regard to the dislodgement mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead dislodged, causing loss of capture. There were no adverse patient side effects reported. This lead was not returned for analysis.